Manufacturer narrative:
This malfunction may potentially impact staining performance. No erroneous staining result was reported by the customer in connection with this incident. No patient or user harm was indicated. Patient information has not been provided by the user.

Event description:
The japan customer reported "uneven staining, there is no uniformity in the tendency of uneven dyeing, the frequency of uneven dyeing is unknown". The field service engineer repaired the instrument by replacing the probe which resolved this malfunction. The customer is able to complete testing. The instrument is fully operational, within specification, and ready for use. Diagnostics were not altered. There was no direct or indirect patient harm or user harm reported.